Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and breast cancer which is not device related. Healthcare professional later reported capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Hcp reported left-side capsular contracture baker grade unknown and breast cancer. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Cancer-ndr: not applicable as the event is not related to the device. Additional observations: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Hcp reported left-side capsular contracture baker grade iii and breast cancer which is not device related. Device has been removed and replaced.

Event description:
Hcp reported left-side capsular contracture baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Hcp reported left-side capsular contracture baker grade unknown and breast cancer which is not device related. Device has been removed and replaced.